Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in a state of critical override. The customer stated that the critical override icon was no longer visible on the pyxis, suggesting it might have just vanished on its own. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system medes p1ct was in a critical override state, which resulted in disruptions to the workflow. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system medes p1ct was in a critical override state, which resulted in disruptions to the workflow. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system switched to critical override mode unexpectedly. A technical support specialist dialed into the station and found that it was no longer enabled. Customer confirmed the same. The system functioned as intended after the technical support specialist assessed the device.